Event description:
Reporter alleged discrepant blood glucose results of 482mg/dl back to back with a result of 180mg/dl, when testing was performed 10 minutes apart on the advantage system. Customer stated not having any low or high glucose symptoms at the time; however, did not state the location where the testing was provided. As a result of the comparison, customer indicated he did not consume food as normal; however, no other actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent. Advantage system: meter and comfort curve test strip lot number 549525 with an expiration date of 02-29-08.

Manufacturer narrative:
The suspect product is the comfort curve test strips.